Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a clearlink vial adapter. The operator would attempt to pull back on the vial to get all of the medication and then a leak would occur. There was no patient involvement. No additional information is available.